Event description:
The surgeon reported that the suture knots were slipping during a rotator cuff procedure. He used another suture type to complete the procedure with no adverse consequences to the patient.